Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported high blood glucose level, dehydration, and subsequent ER visit. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported her bg level was "high" (>500 mg/dl) and she did not feel the pod was delivering insulin accurately. She was admitted to the hospital for the high bgs and dehydration. She was treated by manual insulin injection and IV fluid. At: 1012 am = 346, 0652 pm = hi, 0754 pm = hi, 1014 pm = 423, 1157 pm - 357.